Event description:
Information was received indicating that a smiths medical pneupac¿ parapac plus is over pressuring, knobs are noted to be missing and the front face is cracked. There were no reported adverse patient effects.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found it to have a cracked case and torn front label. It was noted the device had the appearance of being dropped. CPAP and peep knobs were missing, and nearly half of the plastic was missing on the relief alarm pressure knob. Relief alarm pressure knob was loose; operator able to spin it 360 degrees without actually changing the pressure value. Also, f both tidal volume and peep control knobs were stopping before reaching designed end of limit. All confirms the reported customer complaint, with the cause of issue noted to be user interface.